Event description:
It was reported that the intralase fs laser was used to create the corneal flap for bilateral lasik surgery. Post-operatively, the pt complained of seeing multiple images and having blurred vision in their right eye. Upon examination, the physician observed a localized fold in the corneal bed (bowman's layer). No secondary surgical intervention was performed. The pt has been treated medically; however, their symptoms have not resolved since the surgery. It is unknown at this time whether or not there has been permanent injury or impairment. The pt's pre-op bcva was 20/30 od and as of 10/11/05, the post-op bcva is 20/30 od.